Event description:
It was reported that device is not holding its charge.

Manufacturer narrative:
Investigation summary: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed during the performance and safety tests revealing that the device had a defective main pc board (printed circuit board) causing the reported failure. Further tests also showed the device to have a defective pump motor. A visual inspection was carried out and external damages were found on the outer casing. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.